Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 5 had failed to open. A field service engineer (fse) had checked drawer 5 and found it open inside hospital test application (hta). The fse powered down the station and replaced the open/close sensor. After powering up, the same issue persisted. The fse then replaced the rail sensor and discovered that the old sensor connector was stuck inside the drawer controller. The fse replaced the drawer controller and powered on, but the same issue continued. The fse checked the latch and magnet and found the magnet missing, so the latch was replaced. The pyxibus cable was cleaned, and after powering on, the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5 failed and device not detected on bus. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.